Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery treating clavicle. During surgery, the screwdriver could not be connected to the handle because the moving part of the handle was hard to move. A screw was tightened without applying torque. The surgery was completed successfully with no surgical delay. After surgery, a nurse tried connecting the screwdriver to the handle, and managed to connect them. But it took a lot of force to connect them. No further information is available. This report is for one (1) scrdriver shaft 3.5 t15 self-hold f/ao/a. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 314.116lot number: 28p9754manufacturing site: haegendorfrelease to warehouse date: 21 november 2019.a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that there was no damage or defects with the scrdriver shaft 3.5 t15 self-holding f/a. The assembly allegation can not be confirmed due to the scrdriver shaft 3.5 t15 self-holding f/a was assembly correctly, however the sleeve not work correctly most likely for the corrosion in coupling area of thehandle w/quick-coupl. No other issues were observed.the functional test was performed, the handle w/quick-coupl and scrdriver shaft 3.5 t15 self-holding f/a assembly correctly.a dimensional inspection was not performed since it was not applicable to the complaint condition.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was not confirmed as the scrdriver shaft 3.5 t15 self-holding f/a was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.drawing/specifications reviewed: rev I manufactureddimensional inspection: n/a.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.